Event description:
The physician called and reported that a female patient, five days post-op from an esophyx procedure, had some trouble. The patient was admitted and a CT scan found a mediastinal abscess. During the conversation, the physician stated it was probably his technique that caused the issue by the placement of a fastener too high in the esophagus.

Manufacturer narrative:
Because there was no allegation of device malfunction or deficiency in the procedure, the user was taught and the user's statement that he probably placed a fastener too high in esophagus, indicating he knew the procedure and possible risks as stated in the IFU, no further investigation is warranted. The patient's abscess was drained and antibiotics were administered. To ensure no further issues, a laparoscopic fundoplication was performed. The patient recovered and was discharged.